Event description:
It was reported that a patient underwent spinal internal fixation surgery on (B)(6) 2023 and suture was used. The suture was broken when the surgeon attempted to sew the tissue. The customer feedback explained that the tension of the sutures was insufficient and the suture were frequently broken. Changed to another one to complete the surgery. Additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: - was there any adverse consequence associated with the patient? - according with the customer feedback that the the tension of the sutures was insufficient and the suture were frequently broken, please clarify what is the total number of products involved in this event? - did the event occur during one or multiple patient procedures? --one - what is the total number of procedures? --one to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no related non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. Related events captured via 2210968-2023-05038 and 2210968-2023-05039.